Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the reservoir. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump and reservoir of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir and pump were visually inspected, and leak tested. The reservoir had wear at a fold in the reservoir shell and blood was found within the reservoir. The reservoir passed the leakage test. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. Under microscope observation, contamination of blood was found within the pump. The pump passed leakage test. The pump was not functionally tested due to the contamination. Based on the information available and analysis results, the reported clinical event of a a hole in the reservoir was unable to be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the reservoir. No patient complications were reported.